Event description:
It was reported that this right atrial (ra) lead was fractured and exhibited high out of range pacing impedance measurements above 3000 ohms. Technical services (ts) was consulted on magnetic resonance imaging (MRI) compatibility. Ts advised that a pacemaker system with a fractured lead is not MRI conditional, however it was mentioned that the physician intended to perform the MRI by programming bipolar configuration. No adverse patient effects were reported. This lead remains in service. Additional information was received indicating that the MRI was not performed and that the physician opted to continue to monitor with the lead in unipolar configuration. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this right atrial (ra) lead was fractured and exhibited high out of range pacing impedance measurements above 3000 ohms. Technical services (ts) was consulted on magnetic resonance imaging (MRI) compatibility. Ts advised that a pacemaker system with a fractured lead is not MRI conditional, however it was mentioned that the physician intended to perform the MRI by programming bipolar configuration. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this right atrial (ra) lead was fractured and exhibited high out of range pacing impedance measurements above 3000 ohms. Technical services (ts) was consulted on magnetic resonance imaging (MRI) compatibility. Ts advised that a pacemaker system with a fractured lead is not MRI conditional, however it was mentioned that the physician intended to perform the MRI by programming bipolar configuration. No adverse patient effects were reported. This lead remains in service. Additional information was received indicating that the MRI was not performed and that the physician opted to continue to monitor with the lead in unipolar configuration. No adverse patient effects were reported. This lead remains in service.